Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, externalized conductors were observed on the right ventricular lead. The electrical function of the lead was stable. No intervention was performed. The patient will continue to be monitored.